Manufacturer narrative:
The customer reported that they are using li-ion batteries and after the reported incident, the autopulse platform was tested with a mannequin and the same problem occurred. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) message, after several compressions. The medics were able to clear the fault by extending the lifeband fully, however after several compressions were performed the same message occurred again. The medics reverted back to manual CPR (exact length of time was not provided). Information regarding outcome of the patient was not provided, however no adverse patient sequelae was reported. No additional details were given.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. External visual inspection of the returned platform was performed and it was found that the load plate cover had holes. Please note that the results of the visual inspection are unrelated to the reported complaint. The platform was functionally tested and the reported complaint was unable to be confirmed as the platform displaying a user advisory (ua) 12 (lifeband not present) was not observed. As a precaution the two screws of the lifeband clip reset switch, that hold the lever parallel with the switch case were inspected and torqued to specification. Using a standard belt clip tool, it was verified that the switch was able to close and the platform does not exhibit a user advisory (ua) 12 fault. The platform was then functionally tested and performed as intended. Load cell characterization testing was also performed, which confirmed that both load cell modules were functioning within specification. A review of the platform's archive data was performed and the customer's reported complaint of the platform displaying a user advisory (ua) 12 was not observed on the reported event date of (B)(6) 2015. However, multiple user advisory 12 faults were observed on (B)(6) 2015. Based on the investigation, the parts identified for replacement were the front cover and load plate cover. The replacement of these parts are unrelated to the reported complaint and based on the condition of the returned platform, the damage appears to have been due to wear and tear as the autopulse platform was manufactured on 12/28/2008. In summary, the reported complaint of the platform displaying a ua 12 code was confirmed during platform archive review. A root cause for the platform displaying a user advisory (ua) 12 could not be determined. However, as a precaution the lifeband clip detect switch was inspected and adjusted to ensure that the platform is functioning properly and does not exhibit another ua 12. Following service, the device passed all testing criteria.